Event description:
A comment was made regarding an issue being experienced during use of prostyle devices during an arteriotomy closure relative to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly at first there was no blood flow from the marker lumen, only a splash and then it stopped. The devices were removed, and the marker port was flushed. After this the devices worked as expected and the final outcome was good. There was no reported clinically significant delay in procedure and no adverse patient effects. It was further reported that the physician was in-serviced regarding flushing the marker lumen prior to use and has had no further issues since. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported that the device was not flushed prior to use of the device. It should be noted that the prostyle instructions for use (IFU) states to verify the marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the device if the marker is not patent. In this case, the account representative discussed with this physician about flushing the marker lumen. Additionally, it is possible that under insertion contributed to the reported marker lumen obstruction. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.